Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Update ad 27 mar 2019. (B)(4) has been re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, the patient revised for acute prosthetic joint infection and morbid obesity with a bmi greater than 40. Operative notes reported that there was very thick, cloudy and purulent synovial fluid. There was metal debris on the backside of the liner, no adverse tissue reaction observed. An abscess was found around the gluteus medius. Added lawyer, law firm, medical history, patient dob, and expiration dates. Corrected patient height. Doi: (B)(6) 2009; dor: (B)(6) 2013; right hip.